Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was in bed. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed from primary to secondary vector, and data was sent to technical services (ts) for review. Technical services reviewed the available device data noting the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Thorough troubleshooting and x-ray imaging were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock while the patient was in bed. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed from primary to secondary vector, and data was sent to technical services (ts) for review. Technical services reviewed the available device data noting the shock was due to a sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Thorough troubleshooting and x-ray imaging were recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.